Event description:
During a transuretheral resection of the prostate, the wolf erbe bipolar cutting loop-tip vaporizer - disappeared -split apart. Attending surgeons and rn witnessed the event and no necessary treatment is necessary.